Event description:
False positives with pilot brand covid-19 rapid antigen test. Patient a was asymptomatic and took the first pilot test 4-7 as a screening procedure prior to visiting an immunocompromised relative. It was clearly positive (attachment 1). A repeat pilot test an hour later was weakly positive (attachment 2). A rapid test (brand unknown) run by a pharmacist at a neighborhood (B)(6) was negative. A pcr test obtained several hours later at an allina health laboratory was negative. The following day (4-8) a pilot rapid test was again clearly positive. A pilot test run as a control by omitting the nasal swab step was negative (strong control line visible). Binax and vue rapid tests on 4-8 were also negative. A second pcr test at allina lab on 7-10 was negative. As of 7-12 patient a remains asymptomatic. Photo of one of the 2 pilot test boxes with relevant batch numbers (same numbers on both boxes) is attachment 3. I am an internist and personally observed the results of the rapid tests except for the one done at the pharmacy. This appears to be a false positive test with the pilot brand, one that was repeated with multiple tests. Attachments are available but won't upload. Sd biosensor/roche. Reference reports: mw5116659, mw5116661.